Event description:
It was reported that a pin broke off internally on the device's therapy receptacle connector assembly. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy receptacle connector assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a low voltage pin broken off and stuck in the corresponding pin socket of the device's internal therapy receptacle.